Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer-provided image shows a previously used device with the IV needle not retracted. Retained samples cannot be tested, as the batch number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the push button to activate the safety mechanism was missing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D.3. Common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the push button to activate the safety mechanism was missing. No adverse impact was reported regarding the patient or user.